Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, stenosis occurred. The target lesion was located in the proximal left anterior descending coronary artery (lad). A 3.00x24mm taxus express2 stent was implanted in the target lesion. An unknown number of days later, at the 9 month follow up visit, the patient had a coronary angiogram and was diagnosed with stenosis. The 75% stenosed, 8.0mm lesion was located in the proximal lad. The vessel diameter was 3.0mm. The lesion was treated with an unknown size flextome cutting balloon catheter resulting in 25% residual stenosis and the event was said to be resolved. The patient was discharged one day later.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.